Event description:
A customer reported an event of an odor/smell emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experienced reactions of "eyes watery, headache, stomach hurting, sinus irritated, back of throat irritated and funny taste." The hcw did not seek or receive any medical attention/treatment. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014. 1-kczhju, 1-kczp6y, 1-kdbes1 and 1-kdbhmt are related complaints from the same facility. This is one of four 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2014-00092, 2084725-2014-00093, 2084725-2014-00094 and 2084725-2014-00095.

Manufacturer narrative:
Manufacturer date: 04/14/2011. Based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (08/23/2013 through 02/19/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from march 2013 through february 2014 and revealed a significant trend which is addressed in CAPA. The trending for problem code eye reaction (march 2013 through february 2014) revealed the highest risk is considered broadly acceptable. The trending for problem code human reaction (march 2013 through february 2014) revealed the highest risk is considered broadly acceptable. The fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
(B)(4). Eyes watery, stomach hurting, sinus irritation, back of throat irritation, funny taste. A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump oil and the oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2014.